Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. All system parameters including access accutni+3 quality control (qc), access accutni+3 calibration and system check were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient sample. The original result generated was above the normal reference range of the assay. Repeat analyses of the same sample on the same instrument generated results within the normal reference range of the assay. The initial result was reported from the lab. There has been no report of any adverse event associated with this issue. Samples were collected in a rapid serum tube, and centrifuged at 3,000 g (times gravity) for ten (10) minutes at room temperature. There were no sample integrity issues noted as confirmed by the customer. Quality control (qc) was within the customer's established ranges prior to and after the reported event.